Event description:
It was reported that 4 pts sustained 2nd degree burns, after a hair removal, treatment with the lumenis one.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related malfunction was observed or reported. The device performed within specifications.